Event description:
A customer called and stated that when customer used excel off brand reagent strips, customer was receiving results in the 20-30 mg/dl range. While on the phone a review of the system was conducted. Electronic checks were low and out of specification. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.